Manufacturer narrative:
This report is for an unknown urs system at l5-s1. Part#, lot# and UDI # is not available. Date of initial implant procedure is unknown. On (B)(6) 2014, patient underwent revision procedure, but it is unknown what was explanted. Device is not expected to be returned for manufacturer review/investigation. (B)(4). This report is for an unknown urs system at l5-s1. PMA/510(k) number is not available. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follow: it was reported that on (B)(6) 2014, patient underwent first revision procedure for an extension of the spinal construct only due to adjacent level disease (there was no product issue). Patient outcome was not reported. This report is for an unknown urs system at l5-s1. This is report 1 of 1 for com-(B)(4).